Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged the connector plate of the infusion set where it connects to the headset was defective. The patient experienced elevated blood glucose levels due to the interruption of insulin delivery caused by the defective connector plate. No adverse event was reported. The infusion set was requested to be returned for product evaluation.